Manufacturer narrative:
No device deficiency reported. Phrenic nerve injury leading to diaphragmatic paralysis is a known potential adverse event for catheter ablation procedures disclosed in product labeling.

Event description:
During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a decrease in compound mapping activation potential (cmap) amplitude occurred while ablating the right superior pulmonary vein (rspv). Phrenic nerve capture was also lost. It was reported that diaphragmatic paralysis had not recovered at completion of the procedure. No other information was received, so it is unknown if diaphragmatic function recovered prior to patient discharge.